Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 -11.50/2.0/91 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2024 excessive vault was observed. Lens was exchanged with a shorter length lens on (B)(6) 2024 and problem was resolved. Cause of event was not reported.

Manufacturer narrative:
Claim# (B)(4).